Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 5 fr sheath in the right common femoral artery. Following the deployment, the pt experienced loss of color in the affected foot. An occlusiion was confirmed and treatment consisted of a fogarty thrombectomy and was successful. No further complications were reported.